Manufacturer narrative:
A ge service representative performed an on site investigation. The diafram board was re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the collimator on the stenoscope system closed down and would not save images. No patient injury was reported.